Event description:
It was further reported that a company representative saw the patient on (B)(6) 2014 and reprogrammed his device. The patients physician instructed the patient to start using the stimulation. The company representative spoke with the physician 2 weeks prior, at the end of (B)(6) 2014, and it was stated that the patient was doing well. There were no further headaches and no csf leak. The patient was receiving effective stimulation as well.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type. (B)(4).

Event description:
It was initially reported that the patient started having headaches following placement of their implantable neurostimulator (ins) last friday. The patient presented to the emergency room yesterday with the symptoms of headaches. The patient was being checked for the lead component ¿going intrathecal¿, for a csf leak, and/or a dural tear as the cause for the headache was not known. It was noted that the leads were in the t8 area. Follow up information received on (B)(6) 2014 reported that the patient had 2 leads implanted. It was noted that the patient had a myelogram which determined that one of the leads ¿that was placed in the gutter went into the skull and went into the intrathecal space¿ which caused a csf leak. It was also reported that approximately 1 to 1 and half weeks ago (exact date unknown) that lead was pulled out completely and a new lead was placed. X-rays were performed in an attempt to verify the lead was not in the intrathecal space. It was noted that the patient, post operatively, still had headaches when the stimulation was on. The patient¿s physician believed that the patient still may have a small or minor csf leak. The patient stated that the headache ¿feels like it goes into his brain when the stimulation was on, like a frontal headache¿. It was noted that the headaches do resolve when the stimulation is turned off. The physician was bringing the patient into the office for a check. It was also reported that they were going to hold off on further testing for a couple of weeks to allow for the csf leak to close on its own. It was noted that they may try some reprogramming to see if that will help the patient. In addition, it was noted that this was an ongoing case that is being monitored closely. If additional information is received, a follow up report will be sent.